Event description:
It was reported that the tip of the driver fractured during the procedure, and the tip remained in the spacer.

Manufacturer narrative:
This is 1 of 2 mdrs involved in the same event. Please see MDR number: 0002242816-2012-00053.

Manufacturer narrative:
A visual examination confirmed the reported event. The distal threaded tip of the inserter is sheared off. Hardness testing of the returned product confirmed proper manufacturing and processing. A review of the manufacturing records indicated that there were no dimensional, functional, or material anomalies reported at inspection in 2011. The probable underlying root cause for the reported incident is excessive deflection forces leading to loss of mechanical integrity and ultimately instrument breakage during usage.